Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was not exposed to extreme temperatures. Subsequently, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 154 mg/dl to 182 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.